Event description:
It was reported that indicated battery charge on pump dropped by about 25 percent in short period of time, but battery level did not fall to very low level and pump did not shut down unexpectedly. There was no reported impact to the customer¿s blood glucose level. Technical support provided education on battery behavior and shared best practice tips, and customer agreed to monitor system and contact support again if issue continued.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.